Event description:
The patient was moving her luggage and felt a strong shake in the gluteal area near the foramen. Ll and ap x-rays indicated that the lead had likely disconnected from the ipg. The patient felt that the lead had come closer to the surface since implant. The majority of impedance measurements were greater than 4,000 ohms. A revision surgery was pending.